Manufacturer narrative:
No damages or defects were found along the fluid path that would that would indicate the cannula was not inserted properly. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be deployed incorrectly or not inserted properly. It cannot be conclusively determined if the cannula was not inserted properly.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, the pod was removed and a new pod was applied. The patient administered a bolus of 15 units and drank a can of seltzer. The patient's blood glucose, carbohydrate, and insulin history are as follows:   (B)(6).